Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigma procedure, misformed staples, second resection, took new instrument, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.